Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A guide wire was inserted and advanced to the lesion. When advancing the 3x20mm trek balloon over the guide wire, the shaft broke in two pieces (still outside of the anatomy). Another trek was used to successfully complete the procedure. There was no resistance noted when advancing the trek. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the account confirmed that the lesion was moderately tortuous, moderately calcified. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A guide wire was inserted and advanced to the lesion. When advancing the 3x20mm trek balloon over the guide wire, the shaft broke in two pieces (still outside of the anatomy). Another trek was used to successfully complete the procedure. There was no resistance noted when advancing the trek. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.